Event description:
Pt began having copious secretions and et tube dislodged. Et tube was not able to be replaced. Removed, and pt received oxygen via mask. Prior to et tube dislodgement, pt was ventilator dependent.